Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, the implantable cardioverter defibrillator exhibited oversensing. The oversensing could be reproduced with deep breathing and coughing. Programming changes were made. The patient was stable throughout.